Event description:
A storz brand balloon catheter was noted to have a leak during the prepping/flushing check of the catheter per the physician. The balloon volume capacity was 0.20 ml. A leak occurred immediately. The device was not used in the procedure and the facility considers this to be an out-of-box failure.